Manufacturer narrative:
H11 - a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: empty flush syringe. Event details: the patient was admitted to hospital with bronchiectasis. On (B)(6) 2025, the nurse on duty administered intravenous treatment to the patient as prescribed by the doctor. After completing the treatment, the nurse used a prefilled syringe to flush the catheter. The outer packaging was intact, but there was no fluid in the catheter, rendering it unusable. The prefilled syringe was immediately replaced, and the patient was not harmed.

Manufacturer narrative:
(B)(4). Follow up. It was reported that there was no fluid present in the catheter. As a physical sample was not returned, a comprehensive evaluation could not be performed. To support the investigation, one photograph was submitted and reviewed by the quality team. The image shows a syringe within the packaging flow wrap, with the plunger rod and rubber stopper fully depressed. No additional information could be obtained from the photograph. During the automated manufacturing process, the syringe plunger rod and rubber stopper are positioned at the 3 ml mark on the graduation scale, rather than at the 0ml mark. A device history record (DHR) review was completed for material number 306593, lot 4117913. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the photographic evidence, the customer-reported condition is confirmed. However, in the absence of a physical sample, a probable root cause could not be determined.